Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The blood glucose level was 600 mg/dl. The customer did not provide details on symptoms related to the high blood glucose levels. However, customer was treated for their glucose levels with insulin pump and manual injection. Customer states that the tubing of the infusion set was detached from the cap. No troubleshooting was performed. The device will not be returned for analysis.